Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer¿s other blood glucose values were 286 mg/dl and 340 mg/dl. The customer treated with insulin pump for high blood glucose. Customer was unable to complete troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.